Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of the investigation the root cause could not be identified. However, the likely cause by some kind of stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the flex video scope exhibited the objective lens adhesive was peeling off. There were no reports of patient involvement.